Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and had to press multiple times to get them to work. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new batteries and it was slower to rewind, makes louder grinding noise when rewinding. The customer also stated that insulin pump rewinds more than once. The insulin pump will not be returned for analysis.